Event description:
The inflation line separated from the flange connector on one (1) m5sct, specialized cannula cuffed tracheostomy tube. The device was removed and a second device was placed with no reported problems. This was detected five (5) days after insertion. Previous info received indicates that this pt has been observed "playing" with the inflation line and pilot balloon. The tracheostomy tube home care guides and video have been sent to the health care provider to review and discuss with the pt and family. There was one (1) pt involved with no reported pt compromise. The m5sct device was returned to the MFR on 2/10/97 for analysis and evaluation.